Event description:
During on-site service, the baxter service technician found that the flogard infusion pump¿s force sensing resistors were defective. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection, force sensing resistor (fsr) test and battery test were performed. During the fsr test, it was identified that the fsrs were out of calibration. The cause of the malfunction is unknown. The fsrs were replaced to fix the found condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.